Event description:
It was reported to philips that the geometry movements were unavailable on the allura system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during undergoing diagnosis. The procedure was completed as planned by restarting the system. It was reported to philips that the geometry movements were unavailable. Upon troubleshooting, the philips remote service engineer (rse) observed that equipment crashes during procedure and was sending an alert of failure in the arc. The philips field service engineer (fse) troubleshoot the system onsite and found issue with bearing and rail. To resolve the issue, fse adjusted the bearing longitudinally and rail cleaning done with lubrication. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.